Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin the